Event description:
Caller reported a malfunction on the pump after passing through a metal detector. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset, after which the malfunction did not recur. Customer was informed to continue using the pump and to call back if the issue reoccurs, which caller understood and acknowledged.